Event description:
Pt had routine open rotator cuff surgery approximately 14 weeks prior to using 2 cufftacks. The surgery went well. 9-10 weeks post-op the pt had a very stiff shoulder with less than 90 degrees abduction, and had been following physical therapy excerises. The dr. Decided to do a manipulation 14 weeks after the initial surgery and found both tacks broken in shoulder. Both tacks looked to be broken 1/4 the way down. There was no abnormal activity with physical therapy. The pt was progressing fine except for the stiff shoulder, which is why a manipulation was performed.